Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 500 mg/dl at the time of the incident. Customer had a bent cannula, which was leading to high blood glucose. Customer stated that she was having a lot of trouble controlling her blood glucose. Customer stated that it has happened before but the last 4 days have been consistent. Customer stated that she has been treating with a manual injection for high blood glucose. Customer mentioned that she woke up with blood glucose of 331 mg/dl. Customer thinks that the sets might be going in at an angle. Customer was advised to return the serter and change the infusion set. Customer will be sent a replacement.